Event description:
MRI ordered for evaluation of patient's neurological status concerning of anoxic brain injury in the setting of cardiac arrest. MRI standard tubing that was being used with norepinephrine developed a leak/hole/crack in the tubing between the pump and patient after getting into the MRI room. Patient was very dependent on her medications keeping her blood pressure up. After lining up the table to the scanner, nurse noted small liquid drips starting to appear on the floor. After following/feeling tubing, determined the outside of the tubing was wet, but nurse could not locate the hole. Medication was immediately transferred to a different tubing. Tubing was later tested/flushed looking for a hole and one was found. No tubing leaks or blood pressure problems prior to entering MRI room. Tubing was from groin on top of patient in full view on transfer into MRI room and was never caught or pinched anyplace. Patient's blood pressure dropped due to tubing change, she was slow to recover. Showed no arrhythmia on monitor but lost her pulse. Code blue called, pulse recovered after 2 min of CPR, 1mg epinephrine, and blood pressure meds catching up. MRI was aborted. Bp somewhat labile in the process of transferring patient back to bed, and levophed increased to 30mcg/min to keep map >65.